Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt, followed by a motor error alarm. The customer's blood glucose was 177 mg/dl. The customer stated that the insulin pump alarmed no delivery thrice during the bolus delivery. The customer did not observe any significant events leading to the alarms. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She advised that she would revert to manual injections and contact her doctor for further instructions. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.